Manufacturer narrative:
The reported events were failure to capture, low defib impedance, and a helix mechanism issue. As received, a complete lead was returned for analysis. The reported events of failure to capture and low defib impedance were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. The reported event of a helix mechanism issue was confirmed. The lead was returned with the helix extended and clogged with blood. X-ray inspection found the inner coil over torqued at the connector region consistent with procedural damage. After cutting, cleaning, and applying torque directly to the inner coil, the helix could be retracted and extended. The full helix extension length was measured within specification. The cause of the reported event was isolated to blood/tissue in the helix region and over torqued of the inner coil.

Event description:
During an in clinic follow up, loss of capture, decreased pacing impedance, and decreased defibrillation impedance were observed on the right ventricular (rv) lead. When the rv lead was explanted the helix of the rv lead experienced rotation issues. The rv lead was explanted and replaced to resolve this event. The patient was stable.